Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a bowel resection the trigger for the blade sticks on the device. Additional information was requested and additional information was returned and reported that the device was stuck on the tissue. No tissue damage was reported. No patient injury/consequence was reported.

Manufacturer narrative:
The device was returned with contaminants in the jaws indicating use. The device history report was reviewed and there were no discrepancies noted which would indicate a possible cause for the issue. The trigger was tested and appeared to be working fine with no issues with sticking. The blade was able to actuate and release freely. The device was fully function tested and passed the continuity, isolation and switch tests. The device was also hooked up to the force triad generator and activated three separate times using simulated tissue and passed each time with the end tone being heard indicating a completed seal cycle. There were no error codes displayed at any time during testing. The reported event could not be confirmed as the device was found to be fully functional with no issues detected during the investigation.